Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doors 6,7,8,9 failed. A field service engineer found loose cables, tightened them, and restored the doors to proper working condition. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had tower door failure and tried to reboot but issue still persists. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.